Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cadiere forceps instrument was not functioning correctly. The surgeon completed the case with a new cadiere forceps instrument. After cleaning the cadiere forceps instrument, broken wires protruding between jaws were observed. There was an unspecified injury reported. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.